Manufacturer narrative:
The technician found the casters could no longer be adjusted. He replaced the four casters to repair the stretcher.

Event description:
Brake casters are ratcheting when in brake.